Manufacturer narrative:
A ge representative evaluated the system and cleaned the high voltage cable connectors. System operates as intended. (B)(4).

Event description:
The customer reported the system is arcing. No patient injury was reported.